Event description:
It was reported, that the patient implanted with this left ventricular (lv) lead experienced diaphragm stimulation. So this lead was explanted. A new device was implanted. No additional patient effects were reported.